Manufacturer narrative:
The company rep examined the system and did not find any problem. The system was then tested and met all product specs. A review of complaints for (B)(6) did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
An operating room supervisor reported the unit lost vacuum during a procedure, resulting in a 10 minute delay. The staff changed the tip, the handpiece, the cassette, then rebooted the system. The procedure was completed with the same system with no pt harm reported. Add'l info was received from customer reporting that the procedure was not completed with the same system, but was completed with an alternate console. There were not cancellations or pt harm reported.